Event description:
It was reported that the patient was having difficulty charging the ipg, wherein the ipg would not charge beyond 2 bars and would drained after 2 days. There was no device malfunction suspected and the problem seemed to be with the patient anatomy and the amount of adipose tissue. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.